Manufacturer narrative:
(B)(4) - no product malfunction. Evaluation: results: visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to technical error. (B)(4).

Event description:
The reported stated the surgeon used a micl 12.6mm implantable collamer lens. The surgeon noticed the leading footplate haptic tore while attempting delivery. The lens was not inserted, but there was patient contact. There was no patient injury. Another same model and size lens was implanted. The reporter stated the cause of this event was due to not enough viscoelastic was used or lens was not loaded correctly. There was no product malfunction.